Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium (na) results for one patient while running on the alinity c processing module. The following data was provided (reference range: 136-145 mmol/l; critical is less than 120 mmol/l): on (B)(6) 2022 sid (B)(6) : initial na result: 115 mmol/l (low critical and was released/called). A 2nd sample for this same patient was collected: initial na result: 139 mmol/l (result was released).customer repeated original sample: na result: 140 mmo/l. There was no impact to patient management reported.

Manufacturer narrative:
Service inspected the alinity c processing module (ac03413) and observed the #3 and #6 1ml syringe (09d41-03) were swapped. Service corrected the syringe positions and returned the alinity c processing module to the customer. The customer washed cuvettes, recalibrated the assay and ran controls to verify the performance of the module. Correctly reinstalling the 1ml syringes (09d41-03) resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for ac03413 as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending were reviewed and did not identify any related trends. The device history records were reviewed and did not identify any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.